Event description:
Lawsuit filed against medtronic minimed indicated that the customer passed away. The customer was pregnant and the unborn child also died. The cause of the death was not provided. However, it was alleged that the event was due to defective pump.